Manufacturer narrative:
The reagent lot number is 812043. The expiration date was not provided. The calibration and qc were acceptable. A general reagent issue was excluded. "Abnormal aspiration" alarms were observed, which indicate possible pre-analytical handling issues. The field service representative adjusted the cuvette wash, decontaminated the sample probe, repaired the syringes, adjusted the sample/reagent probes, decontaminated the aspiration system, and performed tests and checks with acceptable results. The investigation determined the issue was consistent with a hardware issue or a pre-analytical handling issue. The investigation was unable to determine a specific root cause.

Event description:
There was an allegation of questionable cholesterol gen.2 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 24 mg/dl. The repeated result was 238 mg/dl.